Event description:
Upon removing the penumbra neuron delivery catheter 070 from the package it appeared there were several spots on the distal tip of the catheter that had been bent or crimped. The unit was discarded and another opened. The procedure was completed without any other issues.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.